Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information received the patient underwent multiple vaginal surgeries and therefore, it is unclear if either of the davol flat mesh implanted caused or contributed to the findings post implants. It appears the vaginal tissue may have become very thin due to the multiple surgical procedures and may have been unable to support the areas of mesh placement; therefore leading to some erosion. There is no indication in the medical records that either of the flat mesh were completely explanted. This file represents the davol flat mesh implanted on (B)(6) 2003. Another file has been created for the flat mesh implanted on (B)(6) 2005. With the current information available no conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Updated: weight, date of event, describe event or problem, relevant/tests lab data, other relevant history, explant date, user facility or importer, user facility/importer contact info, manufacturer name/address, report source, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative, not returned to manufacturer.

Event description:
The following was reported to davol by the patients' attorney: on (B)(6) 2003 - the patient was implanted with a bard flat mesh as well as a non-bard vagina sling during an a&p repair, cystogram with mesh and sling repair. The attorney's report alleges pain and suffering", permanent injury, additional medical treatment, defective mesh. The following is an addendum to the previous information based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2003 - the patient was diagnosed with cystorectocele and stress urinary incontinence. The patient underwent implant of a davol flat mesh (#1), anterior posterior colporrhaphy, bilateral paravaginal defect repair, and sling cystoscopy. On (B)(6) 2005 - the patient underwent a total abdominal hysterectomy, abdominal sacrocolpopexy, & enterocele repair with implant of a second davol flat mesh (#2). No operative detail has been provided, however, it appears this (#2) flat mesh was placed posteriorly. On (B)(6) 2010--(B)(6) 2011-- patient evaluated by md for complaints of dyspareunia, vaginal odor, rectocele and mixed incontinence. Patient diagnosed with apical mesh erosion (#2). On (B)(6) 2011-- the patient was diagnosed with vaginal outlet relaxation, vaginal apical mesh erosion, and site specified posterior defect. The patient underwent apical vaginal mesh excision (#2), repair of vaginal apex, site specified posterior repair, perineorrhaphy and cystoscopy. On (B)(6) 2011 - the patient was evaluated each month be her md with complaints of tenderness of the vagina and pelvic floor as well as some palpation and eventual recurrence of mesh erosion. On (B)(6) 2013 - the patient had an md follow up visit. It was noted the patient had erythema, palpable mesh noted as very painful. No apical erosion, however there was urinary incontinence. Patient was treated for uti and vaginitis and planned for surgical repair. On (B)(6) 2013 - the patient underwent exam under anesthesia with excision of right anterior vaginal mesh (#1) contracture and cystourethroscopy. Based on the description of the mesh location noting the mesh to be anterior and near the bladder neck, this appears to be mesh the first flat mesh implanted. On (B)(6) 2013 - (B)(6) 2014 - the patient had multiple md office visits with identification of "foreign object" in vagina. Suture removed with note of a small mesh (#1) exposure and bunching noted of the second flat mesh (#2) at the apex of the vagina. On (B)(6) 2014 - the patient underwent an exam under anesthesia with excision of right anterior vaginal mesh (#1) erosion. Patient underwent an exam under anesthesia, excision of right anterior vaginal sulcus mesh (#1) erosion, and cystoscopy.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2003, the patient was implanted with a bard flat mesh as well as a non-bard vaginal sling during an a&p repair, cystogram with mesh and a sling repair. The attorney's report alleges pain and suffering, permanent injury, additional medical treatment, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reported to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.